Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient has had increased pain for the last month with some rib stimulation. There were no known factors that could have led to the issue. The rep reported that an x-ray was done and it confirmed lead migration. The rep reported that the plan was to revise the lead to the original position. No further complications were reported.